Event description:
On july 12, 2007, teleflex medical customer service receives info from customer in which they allege the blue tip of catheter fell off into the pt. No pt injury reported. No medical intervention reported.

Manufacturer narrative:
Results of investigation not available at time of this report. Customer still investigating incident and unable to provide information. Based on order # and invoice # provided by customer to teleflex medical customer service; lot # 114304-1 is the alleged involved lot #.